Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that their heart rate wasn't being maintained at sixty beats per minute (bpm). They stated they went into tachycardia and received beta-blockers and their heart rate was subsequently at forty bpm. "It was staying a rate under 60." They stated that the team at the emergency room stated the atrium was in atrial flutter". No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that two days post implant the implantable pulse generator (ipg) has been doing some funny stuff. The patient noted seeing their heart rate jump from in the seventies to a hundred and five and a hundred and ten with a drop in their oxygen levels. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.